Event description:
It was reported that the ventilator failed during use. There was no injury reported.

Manufacturer narrative:
The investigation is ongoing. Results will be provided with a separate follow-up-report.